Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a catheter stuck on a guide wire unable to move. Vascular access was obtained via the brachial artery. A 10x20x75 wallstent rp was advanced over a non-bsc guide wire and became stuck unable to move. The wallstent rp and the guide wire were removed together as one unit. The procedure was completed with a different device. No patient complications were reported and the patient's status is listed as good.

Manufacturer narrative:
Patient age at time of event: 18 years or older. Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).